Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the sheath, and guidewire punctured the roof of the patient's right atrium. The procedure's transseptal puncture was performed with non-boston scientific devices. It was believed they punctured the septum and advanced a pigtail guidewire through the opening. The faradrive sheath was then advanced over the wire. Using contrast, they realized that the guidewire and sheath were in the pericardium. The patient's blood pressure decreased and a pericardiocentesis was performed and over one liter of fluid was drained. The patient was taken into surgery for a sternotomy. During the operation they found the wire and sheath had punctured the roof of the right atrium and the septum had never been crossed. The original ablation procedure was cancelled due to the patient's condition, but the patient is expected to fully recover. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.